Event description:
The customer initially called stated that the insulin pump is vibrating every few minutes. Troubleshooting was performed and no alarms were found. The customer also stated she was treated by the paramedics for low blood glucose. No blood glucose reading was reported for the event. The customer stated she programmed two boluses for one meal, causing her blood glucose levels to drop. Advised the customer that the insulin pump would be replaced due to the vibrate issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.